Event description:
Customer reported receiving an intermittent ER-3 message on the display of her adc blood glucose meter, noting it had happened at least three times per test strip vial. Customer further reported experiencing "severely sweating", "felt cramps on (her) legs" and thought she was going to "pass out". Customer reported performing a test using her meter and noted receiving a reading of 48 mg/dl. Customer called her healthcare provider and was advised to take glucagon, which was administered by her husband. Customer was also advised to contact her dietician who adjusted aspects of her menu. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. Additionally, a review of the meter's internal memory log failed to locate a reading of 48 mg/dl. It is unknown on what meter this reading was obtained. All pertinent information available to abbott diabetes care has been submitted.